Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Secure fit stem inserter wheel broke while tightening the stem down for implantation during a case. This did not slow the case down, or affect the patients final outcome.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the returned device is in used condition with minor damages consistent with normal use. The locking know is dissociated from the device as a result of a fracture of the central shaft. Additional visual inspection was performed as part of the material analysis report (mar), dated 18-jul-2013. Images of the device are included in the mar. A material analysis has been performed. The report concluded: "the shaft of the device fractured in fatigue at the reduced diameter shoulder near the knob of the impactor. The fracture was consistent with the application of a cyclic off-axis stress in rotation. The eds spectrum of the material was consistent with the (B)(4) material. No material or manufacturing defects were observed on the device attributes examined." Functional inspection: the damage to the device renders it non-functional. Material analysis indicated the fracture occured due to rotational fatigue stresses consistent with prolonged use of the device. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Secure fit stem inserter wheel broke while tightening the stem down for implantation during a case. This did not slow the case down, or affect the patients final outcome.